Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer to clean the pump's pneumatic tap area and load a new cartridge. After following guidance, the customer successfully loaded a cartridge and resumed insulin delivery.